Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had constant tone. The customer's blood glucose was 8.3 mmol/l at the time of incident. The customer also reported that the insulin pump was frozen. The customer was advised to put insulin pump to rest and insert a new battery. The customer stated that the constant tone disappeared. The customer reported that they received unexpected restart alarm. The customer was assisted in clearing the alarm. The customer stated that the insulin pump went blank after clearing the alarm. The customer changed several batteries. The customer stated that the insulin pump started beeping again with blank display. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no act, escape and up buttons response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm and watchdog timeout alarm due to buttons not responding. No audio beep anomaly, no frozen display, no blank display and no time and date anomaly noted during our testing. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.